Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill 1 of 4 of pd treatment . During fill 1 the patient noticed that fluid was dripping from the patient line connector. The treatment was cancelled and patient was advised by technical services to reset up the machine with a new cycler set. Upon follow up the patient verified that there was no harm, symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to complete treatment with the new setup and is still using the same cycler with no further issues. The cycler set was discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill 1 of 4 of pd treatment . During fill 1 the patient noticed that fluid was dripping from the patient line connector. The treatment was cancelled and patient was advised by technical services to reset up the machine with a new cycler set. Upon follow up the patient verified that there was no harm, symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to complete treatment with the new setup and is still using the same cycler with no further issues. The cycler set was discarded and is not available for return to the manufacturer for physical evaluation.